Manufacturer narrative:
The investigation included a review of the device history record (DHR) and system risk analysis (sra). The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the valve in the oil exchange housing needing cleaning. The field service engineer cleaned this part and confirmed the sterrad 100s was restored to proper function after service. No parts were replaced to resolve the issue. Therefore, no functional analysis was performed. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fse reported the issue was resolved by cleaning the the oil return valve and the unit was confirmed to be functioning to specification.

Event description:
A customer reported an event of "smoke" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.